Manufacturer narrative:
(B)(4). The pump passed the displacement test, active current test, sleep current test and self test. Blank display not confirmed. Moisture damage was found on the electronic assembly during visual inspection.

Event description:
Customer reported via phone call that insulin pump had blank display. Customer¿s blood glucose was 168 mg/dl. Customer stated that customer changed the battery and insulin pump started working again. Display returned after insulin pump restart. Customer was advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will be returned for analysis.